Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and checked voltages at power supply. Power supply in spec when taking images. All battery voltages were ok. Power tray voltages and power supply all in specification. Could not duplicate. Performed a medtronic check out. All test passed continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a imaging system being used in an unknown procedure. It was reported that immediately after attempting to take a scout x-ray image, the exposure failed and the ias (imaging acquisition system) pendant entered standalone mode. To resolve the issue, representative reseated the umbilical cable between the two stations. The connection was reestablished, and the issue was resolved. There was no surgical delay and no impact on patient outcome.

Event description:
Additional information received " patient was present and posterior spinal fusion procedure was involved during the event".

Manufacturer narrative:
Additional info: updated a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.